Event description:
The nurse reported that during setup, the cassette leaked. No user or patient harm was reported. No additional information is expected.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this was the first complaint reported for this issue. As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; therefore, a visual inspection or functional testing could not be conducted. Without a sample, it was not possible to isolate the root cause. (B)(4).